Event description:
Related manufacturer reference number: 2017865-2022-38457. It was reported that the patient presented to the hospital for outpatient review. Upon examination, the pacemaker pouch was found to be ruptured and infected. The entire pacemaker system was explanted due to infection. The patient's condition was stable.

Manufacturer narrative:
Correction: section e1 - the reporter first/given name should be "fengling" instead of "wang", while the reporter last name should be "wang" instead of "fengling".

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
New information received notes that there was wound dehiscence on the patient's pacemaker pouch.